Event description:
The pt was reportedly experiencing pain and tinnitus with the device use. External equipment was exchanged; however, this did not resolve the issue. The pt is interested in pursuing an explant surgery.